Manufacturer narrative:
On 3/31/2017, fse noticed that assay request screen had odd boxes on the upper left and the aia 2000 was not functioning as intended. As a result, they replaced the computer. The ports to get lis back on line were checked and all quality controls were verified by the operator. The aia 2000 was functioning as intended. There was no further action required by field service. The probable cause of the event was due to a power failure of a faulty computer. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017, a customer reported a power surge/outage with their a1a2000. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.